Event description:
During a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 80% stenosed lesion was located in a non-tortuous, moderately calcified proximal to mid left anterior descending (lad) artery. The lesion was predilated with a maverick2 balloon and the taxus express2 2.5x16mm drug eluting stent was advanced with some resistance. The physician continued to encounter significant resistance advancing the stent delivery system. Cine showed flaring of the stent. The physician tried to retrive the stent into the guide. When the guide was pulled back into the sheath the stent came off the balloon but remained on the wire. A vascular surgeon was called in. A cut down was made adjacent to the puncture site and the stent was removed. The patient was ok. No stents were implanted during this procedure and the procedure was left as a poba. No further patient complications were reported. Patient status is satisfactory.